Event description:
Follow up identified the surgical intervention resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
The patient received two leads from the same lot number as part of the scs system. It was reported the patient was not receiving enough stimulation coverage from the scs system. A lead diagnostics showed high impedances for all lead contacts. The patient's physician decided to explant the lead with the impedance issue.